Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Inspection of the returned device revealed evidence of clinical use and an indention in the teflon pad. The device was connected to a scalpel generator and passed initial testing. Cut testing was performed and at no point during testing did the outer shaft or handle of the device get excessively warm. The results of the visual and functional testing performed determined that the reported event was not confirmed for excessive heat on the outer shaft and / or the handle of the device. It should be noted that it is normal for the distal end of the shaft to get hot during use; e.g. The instructions for use of the device states that the first 7cm of the distal end of the shaft may get hot.

Event description:
It was reported that the ultrasonic scalpel heated up along the length of the shaft and handle during the procedure and burnt the patient's liver. There was no medical intervention or extended procedure time reported. These are commonly used devices that are readily available.